Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The technician of olympus (B)(4) went to the user facility and cleaned the contacts of the connection socket of the subject device on (B)(6) 2020. The subject device is now working properly again. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a inspection of the subject device before an unspecified procedure, a scope communication error (b30) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the poor communication between the device and the endoscope / camera head. The poor communication may have been caused by the damaged metal contacts or foreign matter adhered. If additional information becomes available, this report will be supplemented.